Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received for evaluation. Visual inspection verified the rear ports, frontal ports, labels, and chassis were free of physical damage. Functional testing revealed when the amplifier was powered on, communication was unable to be established. An external monitor was connected to the single board computer (sbc) and it was observed the network adapter was non-functional. The sbc was temporarily replaced with a known-good unit and functionality was restored. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the single board computer.

Event description:
During the procedure with the patient on the table, the amplifier did not communicate with the pc and the procedure was cancelled. When powered on, only one beep was heard instead of three. Troubleshooting did not resolve the issue and the case was cancelled.